Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint confirming that the batteries were not charging. The fsr found that power supply 1 was giving incorrect voltage readings. The fsr replaced the power supply and performed functional testing. The unit operated to the manufacturer's specifications.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the heart lung machine (hlm) batteries were not charging even after being plugged in during the case. There were no reported adverse consequences to the patient.